Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 420 mg/dl. The customer also reported that the insulin pump received insulin flow block alarm. Troubleshooting was performed in the past and the alarm recurred, but was resolved by complete set change. The customer was off the insulin pump due to the error alarm probably a week and a half prior. The customer declined troubleshooting at the time of call for high blood glucose level and insulin flow block alarm. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.